Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/15/2019.

Event description:
It was reported that the ventilators touchscreen had a fault. There was no patient involvement. The service engineer (se) inspected the device. The se found the touchscreen was not sensitive. The se replaced the touchscreen and the issue was addressed.